Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noted to have a frayed cable. A backup instrument of the same kind was used. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. On 10/11/2024, received notification made by the hospital to the italian ministry of health. Additional information per the notification: during use while grasping tissue tie rod on tip frayed and broke. Consequences: delay of surgical procedure, replacement of the robotic arm with 5 remaining uses lost.